Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported "capsulectomy." Patient representative additionally reported "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl, implant removal, revision/reconstruction, significant scarring, disfigurement, tissue damage, pain, itching, contracture, swelling, asymmetry, animation deformity, anxiety, post-traumatic stress, chronic insomnia, ulcer,chronic gastrointestinal upset, nausea; aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing. Patient has not been diagnosed with bia-alcl." This record is for the left side. The device has been explanted.